Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the force bipolar part number: 471405-06, lot no: n12210621-0106 instrument for failure analysis investigation, but at this time the instrument has not yet been returned. If additional information is received, a follow-up MDR will be submitted. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The system was tested and verified as ready for use. There were no issues with the universal surgical manipulator (usm). The fse stated the instrument was damaged and informed the clinical sales manager about an instrument replacement. System logs indicated that there were two force bipolar instruments used during this procedure. The first force bipolar part number: 471405-06, lot no:- n12210621-0106 had three uses remaining, but was not used in subsequent procedures. However, the second instrument has been used in subsequent procedures. This complaint is being classified as a reportable malfunction due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to unspecified damage. The unspecified damage could indicate either a loose component or the instrument jaws were dislodged. A loose component could indicate that a pin was insufficiently swaged and could fall into the patient. If the jaws were dislodged, this could result in the tips being stuck closed while grasping tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur if related to one of the two mentioned failures. Although it was stated that the patient experienced a minor injury, there is no information indicating that the injury required medical intervention to prevent permanent impairment or resulted in a disability or permanent impairment. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the patient experienced a minor injury. At this time there is no information provided to suggest that the patient required medical intervention to address the injury. It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was damaged and had to be removed. The customer switched to a backup instrument on the same arm 2, which was damaged as well. They removed the second force bipolar instrument and the cannula. The site reported that they were concerned about the instrument being damaged on the same arm 2. Customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the logs and stated there were no system errors other than informational error 31009, which indicated that the instrument sensor was missing on arm2, and no other significant errors. The tse requested the customer to check the drape and physically inspect the instrument. Isi contacted the tse, who obtained the following additional information from the site regarding the reported event: the customer stated that while taking out the instrument, there was a minor injury reported to the patient. The procedure date was (B)(6) 2021. Force bipolar part number: 471405-06, lot no: n12210621-0106. The following are unknown: if the instrument was inspected prior to use? If any fragments fell or were retained inside the patient. Any post-operative complications? Patient¿s demographic details. Did the instrument collide with any other instrument or tool during the procedure? Are those instruments available for the evaluation? Isi made multiple follow-up attempts to obtain additional information regarding the minor injury. However, no further details have been received as of the date of this report.